Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Technical support determined customer manually placed pump into storage mode. However, blood glucose level displayed "high". Customer administered a correction bolus and continued using current pump for insulin therapy.